Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 25 mg/dl. The customer stated that he had low blood glucose of 25 mg/dl and 28 mg/dl, the customer stated the sensor and insulin pump is not alerting him that for the low blood glucose. Assisted the customer by first going through his sensor settings and found threshold suspend 60 mg/dl and the glucose alerts are on and limit set 60 mg/dl and 400 mg/dl advised the customer that the settings are set to go off. Asked the customer to go to the sensor alert history and found (B)(6) 2017 sensor end, (B)(6) 2017 high 400 mg/dl, (B)(6) 2017 predict high, (B)(6) 2017 low 59 mg/dl, (B)(6) 2017 predict low and (B)(6) 2017 low 60 mg/dl. The customer was advised the insulin pump is giving him the alarms. The customer stated that he does have a hard time hearing and assisted the customer with changing the alert type to vibrate. The customer states that he is low because his job is stressful and that is where he generally has his lows at because he pushes cars up a hill so no troubleshooting was needed for the low blood glucose. No further assistance needed.